Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a delaminated downstream occlusion (dso) seal. The cause of the customer reported problem was an inoperable printed wiring assembly (pwa) board. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative planned to replace the pwa and the dso seal, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that there was a black screen and an alarm on power on. There was no patient involvement.